Event description:
It was reported that during the pulse generator change-out procedure; after using cautery, the physician reached into the pocket and as soon as the pulse generator was handled, device inhibition was noted and the patient was asystolic for fifteen seconds. After removing the leads from the pulse generator and connecting the threshold cables, pacing resumed. The pulse generator was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.